Event description:
Reference number: (B)(4). Event occurred in bahrain. It was reported that the patient faced high blood glucose level 216mg/dl event on 20-feb-2026.the patient treated with pump. The event lasted upto one to two hours. No further information available.